Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/22/2019. Device evaluation summary: call home was reviewed. Neuwave medical system nm17nea00596. This was a surgical liver case. A pr15xt, nm18nhb72463, was connected to channel 1. Another pr15xt, nm18nhb72466, was connected to channel 2. Both probes tested successfully. Multiple short ablations were completed (surgical case). Total ablation time was 19:13 for probe 1 and 18:32 for probe 2 (85w each). For delivery 2, there was 3:57 total ablation time for probe 1 (85w). No ablations for probe 2. Both probes were disconnected. This marked the end of the case. Probe nm18nhb72466 was investigated at neuwave. The probe's tip was broken off and not included in the return kit. There was charring near the breaking point. There was also heat shrink and tc damage at the 2cm and 8cm mark from the tip. The broken probe tip, and heat shrink and thermocouple damage was verified during the investigation at neuwave. The root cause is unknown. Lot ml18103828, work order 008223 was reviewed (in process sn (B)(4)). Probe sn (B)(4) and sn (B)(4) failed the arc test with a chipped tip. There were no other problems during the manufacturing or testing of this lot.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that during a liver ablation, dual probe procedure, the tip of one of the two probes being used in the procedure broke off. The tip didn't break off into the patient. It was not known what happened to the broken tip; the location of tip is unknown. The procedure was completed using a second probe. There were no patient consequences reported.